Event description:
The customer called for help with his control tests. While troubleshooting, he performed control tests and rec'd a result of 57 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for eval.